Event description:
It was reported that a bd ultra fine¿ pen needles had plunger that would not move during injection. The following was reported: " material no: 320122 batch no: 8130794. It was reported: that the plunger on pen will not move during injection. Item # 320122 lot # 8130794, exp 2023-05-31. Caller is calling for dad plunger on pen will not move during injection discarded sending voucher and rebate. Unknown occd date"

Manufacturer narrative:
The correction is as follows: reason code for no evaluation: other.

Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd ultra fine¿ pen needles had plunger that would not move during injection. The following was reported, " material no: 320122; batch no: 8130794. It was reported: that the plunger on pen will not move during injection verbatim: item # 320122, lot # 8130794, exp 2023-05-31 caller is calling for dad plunger on pen will not move during injection discarded sending voucher and rebate. Unknown occd date".